Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported vent (inop) inoperable prior to patient placement, and it was taken out of service. There was no patient involvement.

Manufacturer narrative:
G4: 25aug2020. B4: 26aug2020. The manufacturer's field service engineer (fse) confirmed and duplicated the reported issue of the air valve liftoff failure. The fse cleared the obstruction in valves and the unit successfully passed all performance test and was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.